Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the guide wire was removed it disintegrates. The catheter was replaced.

Manufacturer narrative:
(B)(4). The customer returned an unraveled spring-wire guide (swg) for investigation. Visual examination of the swg revealed the guide wire is unraveled from the proximal weld. The distal j-bend was deformed and the proximal end was curved. The guide wire body also had multiple bends and stretched coils. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The proximal core wire protruding is rounded, curved, and pinched. The distal weld was still intact. Both the proximal and distal welds appeared full and spherical. The broken core wire measured 600 mm in length, which met specification; therefore, no pieces appear to be missing. The outside diameter of the guide wire was also within specification. A manual tug test confirmed the distal weld is intact. A device history review was performed and no manufacturing issues were identified. (Con't) other remarks: the product's instructions-for-use states that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement the catheter should be withdrawn 2-3 cm relative to the spring-wire guide and another attempt should be made to remove it. If resistance is felt again the spring-wire guide and catheter should be removed simultaneously. Applying undue force may cause the spring-wire guide to break. The reported complaint that the guide wire unraveled during use was confirmed through visual examination of the returned sample. The returned guide wire was kinked, unraveled, and the core wire was broken adjacent to the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size (0.035") are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this issue.

Event description:
The customer alleges when the guide wire was removed it disintegrates. The catheter was replaced.